Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no motor error and excessive no delivery alarm. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, blank display, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 500 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during bolus delivery and priming. Customer received motor error alarm followed by a no delivery alarm. Customer performed and passed the self-test and displacement test. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer performed the high pressure test and passed on the second attempt. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.